Manufacturer narrative:
Film evaluation summary: the reported proximal type ia endoleak was confirmed; however, the exact cause could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and earlier post-implant CT¿s were not provided for comparison. It is likely that the proximal stent graft migration observed contributed to the occurrence of the proximal type I endoleak. It is possible that the noted aortic neck angulation, thrombus or other unknown anatomical features (e.g. Neck dilatation) may have been a factor in the stent graft migrating distally. It is likely that neck expansion has occurred when the size of the implanted aneurx bifurcate stent graft is considered. Although the reported bilateral distal type I endoleak could not be confirmed from the CT¿s provided, it is possible that the aneurysmal right common iliac is being pressurized via the marginal distal seal. It is possible that aneurysm morphology changes as seen with the tortuous iliac limbs, may have contributed to the reported type ib endoleaks. It is unknown if the right iliac aneurysm was present at the time of the index procedure or has occurred over time with disease progression. No obvious stent graft issues can be observed that may have led to the reported endoleaks. Concomitant medical products: product ID: ilxc1313115, serial/lot #: (B)(4), ubd: 19-dec-2008. Product ID: ilxc131385, serial/lot #: (B)(4), ubd: 19-dec-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that CT from approximately thirteen years and seven months post the index procedure showed a type ia endoleak in the bifurcate device. It was confirmed that there's a ib endoleak present in two iliac limbs also. As per the physician, the cause of the event cannot be determined. It was reported that the patient underwent open repair and removal of the stent grafts approximately one month later. The patient had post-operative cardiac arrhythmias and subsequently expired three days post the open repair procedure.

Manufacturer narrative:
Additional information received; it was confirmed that all the stent grafts were explanted. They were explanted because of the type ia and ib endoleaks, the aaa diameter increasing and there was also an aneurysm present in the right common iliac artery. The patient cause of death was the cardiac arrhythmia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.